Event description:
It was reproted that the pt had a refill. The next day, the pt was admitted to the hospital due to sleepiness and somnolence. In 2009, the pt's pump was interrogated and the baclofen dose was reduced from 175mcg/day to 140mcg/day; the physician reduced the pt's beclofen dose thinking that the pt may have been getting too much baclofen. The next day, it was reported that the pt was "doing well" and that "no further action will be taken as pt has many other issues".